Event description:
Caller reported that the t:slim x2 pump battery would not charge despite attempts with the tandem charging cable and wall adapter, as well as different adapters and cables. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer reverted to manual injections for insulin therapy.